Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the tip broke from the ar-13995n needle. The caller did not have additional information and at this time the tip is not accounted for. The rep was contacted to retrieve information. Additional information obtained (B)(6) 2018: it was reported from the sales rep that an x-ray was performed and the device was not located in the patient joint via x-ray. Sales rep stated that the device tip was assumed to have been removed with the suction during the procedure. However, the device was not located and accounted for to confirm that it was removed.